Event description:
During an in-clinic follow-up, loss of capture and an impedance problem were observed on the left ventricular (lv) lead. The cause of the event was due to dislodgement which was confirmed during surgery. A new lv lead was implanted to resolve the event. The patient was stable.